Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned. A supplemental report will be filed upon completion of analysis.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received that at the original implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing had been performed with a shock lead impedance of 90 ohms. Prior to this s-ICD being explanted this patient experienced a ventricular fibrillation (vf) episode in which they received 5 shocks which did not convert the rhythm. This patient was found unresponsive at home. This patient spontaneously converted prior to emergency medical service arrival and was hospitalized. Ultimately, they underwent the previously mentioned procedure in which this s-ICD was explanted and a transvenous system was implanted. Post change out procedure, this patient was noted to be doing well and neurologically intact.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received that at the original implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing had been performed with a shock lead impedance of 90 ohms. Prior to this s-ICD being explanted this patient experienced a ventricular fibrillation (vf) episode in which they received 5 shocks which did not convert the rhythm. This patient was found unresponsive at home. This patient spontaneously converted prior to emergency medical service arrival and was hospitalized. Ultimately, they underwent the previously mentioned procedure in which this s-ICD was explanted and a transvenous system was implanted. Post change out procedure, this patient was noted to be doing well and neurologically intact.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.